Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05514, 2938836-2019-05701. It was reported that when the patient presented via remote transmission, loss of capture due to elevated thresholds was observed on both rv and lv leads. The episodes were appearing as rv oversensing episodes. Programming changes were made. Patient was stable.